Manufacturer narrative:
Evaluation was not possible, as the device is not being returned. Review of the device history records were performed which confirmed no inconsistencies (method code 3317). There were no internal processing issues, which could have contributed to the nature of the complaint. A complaint history review has not identified additional complaints for this lot number on file. Due to this fact we are unable to determine what may have caused the user to experience the reported incident. The root cause cannot be determined because the product was not returned for evaluation. No further investigation is needed at this time. (B)(4).

Event description:
During a knee arthroscopy, it was reported that the incisor plus blade "left metal splinters behind".the reporter confirmed that fragments broke off in the body of the patient however, those fragments were evacuated via suction. The estimated delay to the case was approximately 5 minutes.